Manufacturer narrative:
Insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08750 inches. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Insulin pump also passed self test, off no power alarm test and unexpected restart error test. Insulin pump uploaded properly using carelink. Insulin pump had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of over 700 mg/dl at the time of incident. The customer was reported other blood glucose value such as up to 700 mg/dl. The customer¿s current blood glucose is 288 mg/dl. The customer was treated with injections in the hospital. The customer was assisted with troubleshooting. The customer was advised to discontinue the use of insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.